Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# unknown, product type: programmer, patient; product ID 3093-28, lot# v806857, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient was in the hospital three weeks prior because they were ¿confused about interstim.¿ the patient did not know how long they were in the hospital because they ¿were in more than one place.¿ it was added that the patient was sick as well. No interventions were reported and no outcome was provided. Further follow up is being conducted to obtain this information and clarification regarding the event. A follow up report will be sent if additional information is received.